Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw got loose and missing at the distal tip of the instrument. The safety mechanism does not work as well (cutting under tension). Incident occured during postoperative cleaning process. This report is 1 of 2 for (B)(4).

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Product evaluation investigation: article 03.501.080 lot. 8207764: the investigation of the complaint application instrument has shown that one screw at the front part of the article is missing. The screw was not returned for the investigation. Further evaluation has shown that both spring stops are bent and for that it is possible to operate the instrument in open lever position. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. It is likely that the instrument was operated in an open lever position and this has led to the damaged. Device history record review and manufacturing documents were reviewed, but no complaint related issues were found. Visual inspection has shown a missing screw and an old design of the articles. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.